Event description:
A report was received that the patient's ipg has been prematurely depleting. The bsn sales representative reported that the patient was recently reprogrammed and her stimulation settings are low. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The patient was swelling from a previous revision and the physician wants to wait before the next course of action is decided.